Event description:
It was reported that, "dr was doing a bipolar on a pt that had cancer. He wanted a pressfit odc stem in order to shorten the procedure. Dr trialed with a #9 odc stem, std head, and 50mm bipolar component. Everything trialed well. Dr said open all the parts. However, the real steam did not seat all the way and the std +o head would not reduce since the stem did not seat where it was supposed to. We then had to open a -3 head in order to reduce."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. The lot code and catalog number for the reported device was not provided. If it becomes available, then it will be submitted in a supplemental report.